Event description:
It was reported that during a procedure, the stone was dusted with parameters in the blue module (coagulation) 18 hertz and 700 joules when the fiber connector had a burnt smell. The procedure was completed with another fiber. No patient complications were reported.

Event description:
It was reported that during the procedure, the stone was dusted with parameters in the blue module (coagulation) 18 hertz and 700 joules. It was noted that the fiber connector smells burnt. The procedure was completed with another same fiber and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned device was thoroughly analyzed. Visual identified that the fiber was intact and in one piece. The expose fiber tip was degraded. Laser fibers are consumable devices and expected to degrade with use and should not be considered. In addition, there was not light exiting the connector face, indicating a connector fracture. Functional analysis showed there was distorted light exiting the connector face, indicative of fracture within the connector component. Also, melting was seen on the face of the connector. A fracture within the sma connector can occur during procedural handling of the fiber during setup, use or reprocessing, in this case the customer used the fiber 2 times. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. This internal connector fracture likely caused the connector to overheat which is why the customer smelled a burning smell. According to the device direction for use: the IFU contains instructions for device preparation, reprocessing, and use. No updates are required to the IFU as appropriate warnings are indicated for the reported issue. The IFU states: do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.